Event description:
It was reported the patient's blood glucose level rose to 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 4 and 24 hours. The device was originally reported for a hazard alarm sounding during wear.

Manufacturer narrative:
The pod was received fully deployed. The top and bottom housing was observed to be cracked. Corrosion was observed on the printed circuit board (pcb) assembly, reservoir cap, linkage assembly, mechanism rails, and top battery. The battery voltages of all three batteries were measured to be lower than expected. All attempts to download pod data were unsuccessful due to the corrosion on the pcb. Without the download data, it could not be conclusively determined if an alarm was generated by the pod. The exact cause of the reported alarm could not be determined. A leak test was completed due to the corrosion observed. Fluid was observed to be leaking past the plunger in the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out of the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This was confirmed to be the cause of the corrosion. It could not be conclusively determined if the observed leak is related to the reported alarm. The investigation could not determine if the cracks observed on the housing also contributed to the observed corrosion on internal components as the timing and cause of the cracks could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.